Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, after the firing, it did not staple but cut. It was necessary to use a curved cutter stapler contour device and another intraluminal stapler. There were no adverse consequences for the patient. One device was discarded.